Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's father reported that the patient was having issues with infusion set as she experienced a bent cannula due to which she had high blood glucose level (over 600 mg/dl) and strep throat. On (B)(6) 2019, she was admitted to the hospital with blood glucose level over 600 mg/dl and diabetic ketoacidosis (high ketone levels). During hospitalization, she received intravenous medication (drug name unknown). The patient's site location was at her leg or buttock and the infusion had been in use for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.